Manufacturer narrative:
On august 2, 2021, mentor became aware of the following erroneously omitted information in the previously submitted report: section e4. Reporter also sent report to FDA? Was left blank and has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: two devices were returned to mentor for evaluation, but it was unknown which was the impacted device. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sal silt contr diap pkg 450cc returned devices. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 450cc mentor siltex contour profile high saline breast prosthesis and experienced a device extrusion on the right side post-operatively, which was confirmed via an office exam. As a result, the patient underwent explantation on (B)(6) 2021.